Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that when using the drill it snapped off - as a result some of the drill was left inside the patient. Part of the drill is still inside patient - no impact as a result.

Manufacturer narrative:
The reported event that could be confirmed. The device inspection revealed: the identification of the scaled drill ø2.5mm, ao fitting is confirmed based on the catalog number and the lot number marked. The visual inspection of the received device revealed it to be broken at the cutting edge. Shiny areas in the broken surface give evidence of a brittle fracture. The fracture indicates that the drill interacted with a hard object during drilling. Excessive bending load may have led to the breakage. Dimensional inspection indicates that the drill is within the specifications. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The breakage was caused due to a bending overload applied to the device during implantation and a possible contact with a hard/metal object during use. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that when using the drill it snapped off - as a result some of the drill was left inside the patient. Part of the drill is still inside patient - no impact as a result.